Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, the faradrive steerable sheath clear was inserted after proper flushing and aspiration, and no abnormalities were observed. However, upon inserting the farawave pulse field ablation catheter into the sheath, air ingress was detected in the hemostatic valve. Subsequently, the sheath was replaced, and the issue was resolved. The air event was corrected early and there were no patient consequences to the patient. The procedure was completed successfully without any complications. The sheath is not expected to return for analysis as it was discarded due to contamination.